Event description:
It was reported that during preparation for a coronary drug eluting stenting treatment procedure, foreign material was found in the wire lumen of the device. The target lesion was located in the left anterior descending artery (lad). The physician was unable to load the 2.50x20mm taxus express2 drug eluting stent (des) onto the unspecified guide wire. Then it was noticed that there was foreign material in the wire lumen of the taxus express2 device. The device never entered the patient and the procedure was successfully completed with another of the same device. No patient complications were reported with the patient's current condition listed as "good".